Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the syringe for continuous infusion of vasopressin was changed at 5am and programmed to run at 0.36ml/hr for a patient diagnosed with diabetes insipidus. However, the extension set was never unclamped after the syringe change. The set remained unclamped until the pump produced an alarm at around 10 am. The noted that the patient did not receive the medication for almost 5 hours, causing an increase in urine output as well as an increase in sodium level. The event occurred at pediatric intensive care unit. Although requested, additional information was not provided.